Event description:
Boston scientific was notified that the procedure was an embolization to the right-va. The micro catheter approach was from both right-va and left-va. The microcatheter used was an excelsior10 to left-va and a prowler plus to the the right-va. A gdc 10 soft 2dsr 4mm/8mm was loaded from the left-va. At this time, this coil was not detached because they used it as an anchor for a gdc 18 soft 5mm/12mm. A gdc 18 soft 5mm/12mm was loaded from the right-va and detached. Then 7 coils were loaded from right-va and detached. After implementing the embolization by the coil placement from the right-va, they turned on electricity to do detachment of a gdc 10 soft 2dsr 4mm/8mm in the left-va but it was unable to turn on electricity. Therefore, the gdc was removed and it was noted that the gdc was detaching.